Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a patient regarding their implantable neurostimulator (ins) for other pain indications - other. Information was reported that the patient thinks she needs it programmed differently because she is having a lot of pain down her leg and it is not helping. No further complications were reported. It has been like this for about a week and a half. On (B)(6) 2019, additional information was received from a patient via a manufacturer representative (rep) reporting that the patient was not getting good paresthesia. An impedance check was discovered and 7 of the 16 leads had high impedances. There were no known factors that may have led or contributed to the issue. The patient was not getting good stimulation from their device and it was discussed intros troubleshooting, including checking connection from the lead into the battery before replacing the paddle lead. There was no intervention at this time. The patient was scheduling a procedure date. The issue was not resolved at this time. Surgical intervention was planned but not yet scheduled. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.